Event description:
The customer initially reported that the service indicator was illuminated on their device. The event code logged into the device is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to shorted legs 5-9 of a diode, designator cr30.